Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed. PMA/510(k) #: p160054.

Event description:
It was reported that log files showed multiple no external power alarms while the patient was using the mobile power unit. The alarms were reportedly due to electrostatic discharge from a blanket the patient was using. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of a no external power alarm was confirmed with the data captured in the submitted log file. The log file captured no external power alarm event on february 18 at 8:17 am. According to the voltage values, the black power cable was disconnected from the mobile power unit, which was followed with the disconnection of the white power cable. This appears to be related to a double disconnection, which resulted in the no external power alarm to become active. The system reverted to the backup battery for power. Shortly after, 14v batteries were connected to both power cables and all alarms cleared. Attempt was made to obtain additional information from the customer regarding the event; however, no additional information was provided regarding the event. To date, the system controller (serial # (B)(6)) associated with the event was unavailable for an evaluation. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.